Event description:
It was reported that this non-(B)(6) right atrial (ra) lead exhibited low, out-of-range pacing impedance measurements of less than 200 ohms. The lead also exhibited over sensing of noise in a stored episode. No adverse patient effects were reported. The lead remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).